Event description:
It was reported that after the device was implanted the patient had a slow ventricular tachycardia and the device oversensed and shocked the patient into a ventricular fibrillation. It was noted that subsequent shocks had failed. The patient was admitted to the hospital and a possible transvenous system will be implanted. At this time the device remains implanted. No adverse patient effects were reported.